Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while discussing ilet functionality, the user experienced a nighttime hypoglycemic event of unclear cause; the device reportedly issued a low glucose alert, the user was using a 6 mm steel cannula, and troubleshooting with education was completed. Symptoms included shaking, sweating, and a reported blood glucose in the 40s mg/dl. Outcomes included recovery to target range after approximately one hour following oral glucose treatment. Investigation included a review of the reported alerts and provision of additional user training. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.